Manufacturer narrative:
According to the customer, on (B)(6) 2024 she applied a bandage over a rash on her "side breast" and after "3 hours" her skin began to "burn". The customer reported when she removed the bandage her skin was "yellow and blistered" and the customer described the wound as a "3 x 4 chemical burn". The customer reported she went to the emergency room where they prescribed "antibiotics and steroids". The customer reported she is also applying "bacitracin" to the wound. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported when she removed the bandage her skin was "yellow and blistered" and the customer described the wound as a "3 x 4 chemical burn".